Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that after a short time, a hakim valve did not work and was explanted.

Manufacturer narrative:
Sample was received for evaluation. The sample was visually inspected and no visual anomalies were noted. The position of the cam when valve was received was 100mmh2o. The valve was hydrated and flushed with no occlusion. The valve was tested for programming and passed the test. The valve was leak and reflux tested and passed the tests. The valve was dried and the siphon guard was removed.the valve was then pressure tested and the valve failed. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, and on the base plate. The root cause for the pressure issue is due to the biological debris found on the ruby ball, the biological debris was not letting the ball sit correctly. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issue is confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that after a short time, a hakim valve did not work and was explanted.